Event description:
The patient contacted animas on (B)(6) 2012 alleging that they were having a delayed response with the up arrow button. The patient mentioned that the noticed the alleged issue with the button approximately 3 months ago. There is no evidence of moisture in the pump and the patient denied any misuse of the product. The product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be fully intact; no peeling was observed. During testing, the up arrow keypad button was intermittently unresponsive; the down arrow, ok and contrast buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts. The up arrow key was found to be misaligned.